Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. This is not an issue rather an existing system behavior. The reported event is not confirmed since its a query related to an existing behavior. As part of the investigation, it was confirmed that generation of the detailed csv report from the csr tool is intentionally disabled based on current business requirements. This functionality is not supported through the standard csr workflow. When a detailed csv report is required, a separate request must be raised with the product or development team for manual generation. This limitation is by design and does not represent a software defect. To assist with the resolution of the issue, we provided the helpline team with the following feedback: detailed csv report has been disabled from csr due to business requirement. We need to raise request separately with product / dev team to get this report generated manually. We provided the daily review report to the system team and they confirmed that the pump behaved as expected. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue could not be derived as this is the system behavior. Helpline has not confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error when attempting to generate a carelink report, with the detailed insulin report section displaying as completely blank. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, including explanation of possible causes. No harm requiring medical intervention was reported. No product return is required for mmt-7333.